Event description:
It was reported that the vns patient's device showed high lead impedance during diagnostic testing. There was no patient manipulation or trauma to the device. X-rays were taken and assessed but no definite cause for the high impedance event could be determined. It was also indicated that the patient experienced an increase in seizure frequency and change in seizure pattern at the same office visit. The relationship between the increase in seizures and vns therapy is unknown at this time. It is unknown if the seizures are above pre-vns baseline. The patient's device has been replaced. Good faith attempts to obtain additional information regarding the reported events have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.